Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had burning sensation at the ipg site regardless of whether the stimulation was on or off. The physician opted to move the ipg on 06/18/2013 within the same ipg pocket.